Event description:
Caller reported a malfunction on the pump while shoveling snow in 14-degree weather. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue arises again, and the caller acknowledged and understood these instructions.